Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned; reported defect not reproduced on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-006: passed open expiration date. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern. Unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer called concerned with test results from results obtained of 316, 235, 281, 253 and 221 mg/dl. The customer stated his expected blood glucose test result range is 130-150 mg/dl fasting am. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Per customer, the product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 03/31/2027 and per the customer the open vial date is over 4 months ((B)(6) 2025; expired). The customer did have another vial of test strips that had been stored and handled correctly lot number zd6309s, manufacturer's expiration date of 6/26/2027. During the call, a blood test was performed by the customer pm fasting and produced test result of 310 mg/dl using true metrix meter. The meter memory was reviewed for previous test result history.